Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a blank display and battery out limit alarm. The customer's blood glucose level was 488 mg/dl at the time of the incident. The customer treated with a bolus correction. The customer stated that the pump alarmed after battery change. The customer was assisted with troubleshooting and the display did return. The insulin pump will not be returned for analysis.